Event description:
I have had type 2 diabetes for 46 yrs and used many glucose monitors in those years. Forced to use one touch verio which has a general mfg issue. Every single day I have at least 1 strip not work despite absorbing blood. Other days it's 2-3 failures. Today I tried to test and although all blood was absorbed across the drip, I received a drip error. Yesterday the strip took the blood up fine then the entire screen went black. Chronic failures which lead to increased cost and delay in care. I have tried to communicate with the company and they say there's nothing wrong but I have used all brands / types and never had so many failures of the strips in my 45 - yrs as a diabetic. This is a general product design failure. FDA safety report ID# (B)(4).